Manufacturer narrative:
This report is submitted august 27, 2018.

Event description:
Per the clinic, the patient experienced a fall and sustained a head trauma resulting in the displacement of the magnet. It was also reported that the patient developed an infection at the implant site and subsequently was administered IV and topical antibiotics (date not reported). There are plans for the patient to undergo revision surgery to reposition the magnet, however, this has not yet occurred as of the date of this report.